Manufacturer narrative:
Concomitant medical products: 694965 lead, implanted: (B)(6) 2006.

Event description:
It was reported that there were ventricular sensing episodes with loss of cardiac resynchronization therapy due to undersensed p-waves on the right atrial (ra) lead. The undersensing accelerated the ventricular rates. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.